Event description:
Procedure type: lap sigmoid resection. According to the reporter: half the staples formed after firing the device. The anvil bent and the safety fell off. The surgeon transected the area and applied another device of same kind to complete the procedure. Surgery time was delayed 15 minutes, and no bleeding occurred as a result.